Manufacturer narrative:
Investigation of the reported issue was completed by our experts with the following results. Detailed investigation of the logfiles showed that the flat detector (fd) has a collision or was hit, causing a small rotation of the detector. The system responded with no system movement possible and the message ¿stand/table error - use emergency stop to reset¿ was displayed to the user. After pressing and releasing an emergency button, system movements were back to normal operation. However, the fd was hit again with the same subsequent events. This time the user performed a power cycle instead of pressing the emergency button. While the system was restarting, the customer used the rescue function of the floor stand and manually rotated the floor stand for unknown reason. As a result, movements were completely blocked after restarting the system and the system message "movement not possible: fix gantry brake or sc" was displayed. The instructions for use contain appropriate guidance on when and how to use the rescue function of the floor stand and point out that using the rescue function may affect the position calibration, resulting in the system permanently not moving and requiring readjustment. The readjustment was then performed as part of the service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane unit. During an emergency patient procedure, no system movements were available. We have no indications of any adverse effects on the health status of the involved patient. However, additional information was provided that the user was able to complete the procedure.